Event description:
A peritoneal dialysis (pd) patient reported the first night using the cycler there was a fluid leak. Treatment was cancelled and the patient went to the clinic to complete treatment the next day. The patient advised the peritoneal dialysis registered nurse (pdrn) was aware of this issue. The patient set up the cycler the following night twice and both times the cycler prompted with m30 balloon valve leak warnings. The patient advised when the cassette door was opened to remove the cassette. There was fluid inside the door. The cycler was replaced due to this reoccurring issue. The patient was not able to complete a full treatment using the cycler. The fluid was discovered during step 5 of setup. The patient was not connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of the cassette. There were no alarms or warnings prior to leak the cycler m30 alarms occurred after the fluid leak. The film on the back of the cassette was not loose. The cycler was replaced. The patient was advised to contact the pdrn to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up it was determined that the patient was able to complete treatment using manuals on the night of the reported event. No harm or adverse events were experienced and no medical intervention was required. The complaint sample is available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the first night using the cycler there was a fluid leak. Treatment was cancelled and the patient went to the clinic to complete treatment the next day. The patient advised the peritoneal dialysis registered nurse (pdrn) was aware of this issue. The patient set up the cycler the following night twice and both times the cycler prompted with m30 balloon valve leak warnings. The patient advised when the cassette door was opened to remove the cassette. There was fluid inside the door. The cycler was replaced due to this reoccurring issue. The patient was not able to complete a full treatment using the cycler. The fluid was discovered during step 5 of setup. The patient was not connected during incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of the cassette. There were no alarms or warnings prior to leak the cycler cycler m30 alarms occurred after the fluid leak. The film on the back of the cassette was not loose. The cycler was replaced. The patient was advised to contact the pdrn to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up it was determined that the patient was able to complete treatment using manuals on the night of the reported event. No harm or adverse events were experienced and no medical intervention was required. The complaint sample is available to be returned for physical evaluation.